Event description:
The user facility reported that the tip of the runthrough device involved damaged while inside the balloon, during an angioplasty. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was a technical success. There was no patient injury/medical or surgical intervention required. The event occurred intra-operative. Additional information was received on 27 jun 2022: a new wire was used. Additional information was received on 19 aug 2022: the doctor thought the tip was inside of the balloon.